Event description:
I received the free rapid covid tests from ihealth (2 boxes with 2 tests in each). But all 4 tests were missing the sealed solution and so totally unusable. I made a complaint to ihealth quoting the gtin, lot number and 'use by' date giving them my address and asking that they send tests that had all the necessary parts. But I have not heard back from them. What good is a government-sponsored program if the manufacturer "fouesnt" have quality control measures in place to prevent this type of gross error? Please reply with a solution that delivers complete and usable free tests to me. Please send complete and usable free tests to: (B)(6).